Manufacturer narrative:
No product lot code or sample is available in conjunction with this literature report. With no lot code information or complaint sample, no further evaluation can be performed. Per the product labeling, perfluoro-n-octane must be completely removed at the end of the surgical procedure. (B)(4).

Event description:
In a journal article describing a study of 181 patients with inferior retinal detachment treated with intermediate duration postoperative vitreous cavity per fluoro-n-octane in approximately 30 percent of the patients which was apparent at seven to ten days after the initial product instillation for rhegmatogenous retinal detachment repair was performed. No further information is expected for this literature report.